Manufacturer narrative:
Results: bent mix paddle in d-pot.

Event description:
Beckman coulter field service engineer (fse) was onsite to address a separate issue when the customer reported obtaining low sodium (na) results for multiple patients involving a beckman coulter au480 clinical chemistry analyzer. The customer stated that na results had been low on calibration, quality control (qc) and patient samples. The erroneously low results were reported out of the laboratory. The customer indicated that the analyzer was recalibrated, qc was re-ran, and patient samples repeated. Corrected results were obtained and amended reports were sent out of the laboratory. There was no change or effect to patient treatment in connection with this event. The fse evaluated the ion selective electrode (ise) system and noted a slightly bent d-pot mix paddle. The fse replaced the d-pot mix paddle and proactively cleaned the reference electrode as a preventive maintenance. The fse also drained and replaced the ise reference electrode fluid and verified repairs per established procedures. Failure mode is determined to be a bent d-pot mix paddle.